Event description:
A customer contacted beckman coulter inc. (Bci) stating the modular chemistry (mc) sample probe was leaking. Per customer, she was unable to hear the vacuum sound coming from the collar wash that would normally be heard. The customer was not harmed by the leak and no samples were corrected because the results were suppressed.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(6) 2011 and found that the wash collar vacuum valve had failed and replaced the valve, primed the probe to assure vacuum is working correctly.